Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 28 mg/dl. The customer was taken by an ambulance to the hospital. The customer hasn't had the pump on for three weeks. The customer was not wearing the sensor for three weeks and the doctor instructed her not to until she was her endocrinologist. It was explained to the customer that the message is showing because it was the last status of the sensor before it was taken out. Customer took out the sensor so there is no need to troubleshoot for the issue.